Event description:
Event description guidant received information that one day post implant, this implantable cardioverter defibrillator (ICD) detected high (but still within range) shock impedances. New information received indicates that this device detected recurrant out of range shock impedances. High and low energy shocks were delivered through the system which returned normal impedance measurements. A technical service consultant recommended intervention to check setscrews.